Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer received multiple alarms. There was no reported impact to the customer's blood glucose level. The contact did not have the pump at the time tandem technical support was contacted; therefore, troubleshooting to determine the cause of the alarms was unable to be performed.